Event description:
The report received from the (B)(6) indicated that a 2.75 x 18 mm cypher select + failed to pass the lesion and was lost in the abdominal aorta so the balloon system was withdrawn without the undeployed stent. No additional information is available.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The report received from the synergy study indicated that a 2.75x18mm cypher select + failed to pass the lesion and was lost in the abdominal aorta so the balloon system was withdrawn without the undeployed stent. No additional information is available despite multiple attempts. There was no report of injury for the patient. One non sterile cypher select + 2.75x18mm was received coiled inside a plastic bag. The stent was not received. Crimping and bumping marks were observed in the balloon. No more anomalies were found. Crossing profile could not be measure due to stent was not received. During microscopic analysis crimping and bumping marks were observed in the balloon. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported "failure to cross" by the customer could not be confirmed; due to the stent was not received. The cause of the failure could not be conclusively determined. Neither the DHR review nor the analysis suggests that the failure is manufacturing process. Therefore no actions were taken. The reported failure "stent dislodged-in patient" was confirmed. The exact cause of the failure experienced by the customer could not be determined; however it does not appear to be manufacturing related; since crimping and bumping marks were observed. Neither the DHR review not the product analysis suggests that the reported failures are related to the manufacturing process. Therefore, no corrective or preventive actions will be taken. The complaint of stent dislodgement was confirmed on analysis; however, the exact cause of the confirmed failure could not be determined. The complaint of failure to cross could not be confirmed due to the condition of the received product. There is no evidence of manufacturing or design issues that contributed to the events. No corrective action is required at this time. Inspections are in place to ensure that no damaged products leave the facility. Review of the limited information does not allow for an exact assessment of potential contributing factors.